Event description:
The sales rep was notified that a patient underwent a revision surgery.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(4) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.